Event description:
A 4.5mm lcp condylar plate broke approx 6 mos post op for a distal femur fracture. Pt complained of pain and an x-ray verified plate breakage. Plate broke at junction between cancellous bone and cortical bone. Surgeon noted plate fractured across 2 screw holes (5mm cannulated screw insertion) of condylar end of plate. Surgeon also noted rust is present where plate broke across 2 screw holes and single larger hole where 7.3mm cannulated screw is inserted. Broken condylar plate was replaced with a longer version of same plate. During revision surgery surgeon noted that the head of one of the 4.0mm locking screws popped off. The broken screw was removed.

Manufacturer narrative:
Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.